Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2015, at 03:30pm, the patient obtained a result of "325mg/dl" on the subject meter which he felt was inaccurately high in comparison to a reading of "110mg/dl" obtained on a onetouch ultra 2 meter, within 30 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan's criteria for accuracy. The patient manages his diabetes with fixed insulin doses. The reporter claimed that "15 minutes" after the alleged inaccuracy occurred the patient developed a symptom of "confusion" and that at 03:45pm on (B)(6) 2015 he consumed food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.